Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor valve was successfully implanted. On (B)(6) 2024, the patient was hospitalized due to acute heart failure, acute kidney disease, and normochromic macrocytic anemia. On (B)(6) 2024, a second procedure (valve-in-valve) was performed using a non-abbott valve. After balloon dilatation, a rupture of the aortic annulus was observed.

Manufacturer narrative:
An event of perivalvular leak, heart failure, renal failure, anemia, perforation, pericardial effusion led to cardiac tamponade, pneumonia, sepsis, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indications that the navitor valve was successfully implanted. Later on, the patient was hospitalized due to acute heart failure, acute kidney disease, and normochromic macrocytic anemia. A month later, a second procedure (valve-in-valve) was performed using a non-abbott valve. After balloon dilatation, a rupture of the aortic annulus was observed. The patient developed pericardial effusion due to the aortic annulus rupture and led to cardiac tamponade. Pericardial drainage was performed and transfuse the patient with platelets and red blood cells (anemia). A month later, the patient passed away due to pneumonia and septicemia. The patient's death is not attributed to the implant procedure or navitor valve. The patient's acute heart failure is attributed to the severe aortic regurgitation. The patient's acute kidney injury (renal failure) is attributed to the exacerbation of the patient's chronic kidney disease. The cause of patient's pneumonia and septicemia is believed to be from hospital acquired pneumonia. Based on the information received, a root cause of the reported perivalvular leak could not be determined. The report perforation (annulus rupture) and anemia were due to procedural conditions (post dilatation). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information:(B)(6) - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor valve was successfully implanted. On (B)(6) 2024, the patient was hospitalized due to acute heart failure, acute kidney disease, and normochromic macrocytic anemia. On (B)(6) 2024, a second procedure (valve-in-valve) was performed using a non-abbott valve. After balloon dilatation, a rupture of the aortic annulus was observed. No additional information was provided. Supplemental emdr. Subsequent to the previously filed report additional information was received that the need for a valve-in-valve procedure was due to severe aortic regurgitation and perivalvular leak with heart failure. It was also noted that a balloon dilatation was performed after the valve-in-valve (viv) procedure to achieve better expansion of the non-abbott valve. On (B)(6) 2024, it was noted via echocardiogram during the viv procedure, that the patient developed a pericardial effusion due to the aortic annulus rupture and led to cardiac tamponade. The decision was made to perform a pericardial drainage and transfuse the patient with platelets and red blood cells. It was also noted that on (B)(6) 2024, the patient passed away due to pneumonia and septicemia. The patient's death is not attributed to the implant procedure or 25mm navitor valve. The patient's acute heart failure is attributed to the severe aortic regurgitation. The patient's acute kidney injury is attributed to the exacerbation of the patient's chronic kidney disease. The cause of patient's pneumonia and septicemia is believed to be from hospital acquired pneumonia. There was no allegation of malfunction against the abbott device or procedure.

Manufacturer narrative:
The valve remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.